Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4).

Event description:
During troubleshooting of an unrelated alarm, it was reported that there was a loose connection between the patient line of the cassette and the transfer set. The event occurred during fill one of five in peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute to the loose connection. The technical service representative advised the patient to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.